Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was unable to verify the customer's reported issue. Model lap top ventilator 800 passed all testing and met all carefusion manufacturer specifications.

Event description:
The customer reported model lap top ventilator 800 is delivering excessive breaths while connected to a patient. When the unit was set to deliver 12 breaths it was delivering 16. The patient was removed from the ventilator and placed on back up unit. The customer stated there was no allegation of patient injury or harm associated with the reported malfunction.